Event description:
It was reported that on (B)(6) 2025, a 25mm size navitor valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum 3.6mm. During procedure, the patient had a heart block and the valve was implanted at a depth of 3mm at non-coronary cusp (ncc) and 1mm at left coronary cusp (lcc). On (B)(6) 2025, the patient received a permanent pacemaker (ppm). The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Post procedure a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.